Event description:
It has been reported to philips that system will not start up. There was no harm reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, the procedure was delayed by less than 20 mins and it was completed after restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not start up. The fse examined the system and found that the host pc was off while the rest of the system was on. The fse replaced the host pc along with the hard disk, installed the software, completed the ghost image and all other backups. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.